Event description:
A customer reported to biomerieux a false susceptible result when using the vitek® 2 ast-n244 test kit. The customer stated that he obtained a susceptible result with the vitek® 2 ast-n244 test kit with cotrimoxazol (trimethoprim/sulfamethoxazole). When the customer ran the sample on a diffusion disc, it returned a resistant result. When specifically asked, the customer indicated that no adverse patient impact occurred as a result of this event. An investigation has been initiated by biomerieux to investigate this event.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of false susceptible sxt for escherichia coli in association with the vitek® 2 ast-n244 test kit. Kirby-bauer disc diffusion and walk away both provided results of resistant for sxt. Biomérieux investigation was conducted. Testing included: broth microdilution (bmd, the sxt02n reference method): sxt mic >640mg/l resistant. Vitek® 2 ast-n244 (customer lot): sxt mic >320mg/l resistant. Vitek® 2 ast-n244 (random lot): sxt mic >320mg/l resistant. Kirby-bauer sxt disc diffusion: resistant. The investigation did not reproduce the susceptible result obtained by the customer. The investigation concluded the vitek® 2 ast-n244 card is performing as expected.